Manufacturer narrative:
This report is submitted september 1, 2020.

Manufacturer narrative:
This report is submitted on july 16, 2020.

Event description:
Per the surgeon, the patient experienced an abscess at the bottom of the incision site. While cleaning the site, it was found that there was a cartilaginous "rind-like" material that had formed around the implant. Based on the nature of this the surgeon decided to explant the device (date unknown). There are plans at a later date to re-implant the patient with another device.